Event description:
It was reported that intermittent malfunction alarms occurred. The pump was reset, and the customer continued to use the pump for insulin therapy customer¿s blood glucose level was 103-111 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.